Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that an error message was displayed on the s5 double head pump when the unit was started up during priming. There was no patient involvement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The device has been requested for return to sorin group (B)(4) for investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that an error message was displayed on the s5 double head pump when the unit was started up during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device has been requested and returned to livanova (B)(4) for investigation. The error described could be reproduced, during the functional check one problem with the pump ``a´´ could be identified. It was found, that the resolver component was defective; however, the root cause is unknown. A long run test (24h) by different speeds and different configurations has been performed; no further deviations could be detected in this time. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.